Event description:
It was reported to boston scientific corporation that upon reviewing hospital inventory, it was noticed that there was a hole in the packaging of an advanix rx biliary stent and the sterility of the device was compromised. There was no issue noted with the outer federal express box that the device was shipped in. There was no patient or procedure involved at the time this incident was noticed. **additional information received on 01may2019** event date was reported to be (B)(6) 2019.

Manufacturer narrative:
Problem code 1444 captures the reported event of seal compromised. A visual evaluation was performed on the returned device. The device returned in its original pouch, the pouch was torn at the front side (label area), compromising the seal, consequently, confirming the reported complaint. Marks in the torn area indicates that likely an unknown object was pushed against the pouch. Based on the product analysis, most likely that handling and manipulation of the device during shipping/storage could have contributed with the reported issue. Additionally, boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, however there was no control on how the devices and handled/manipulated in the field. Therefore, it was concluded that the investigation conclusion code of this event is "cause traced to transport/storage" since problems traced to the inappropriate transport or storage of the device. DHR review was performed and no anomalies were observed, the review confirmed that the accepted device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that upon reviewing hospital inventory, it was noticed that there was a hole in the packaging of an advanix rx biliary stent and the sterility of the device was compromised. There was no issue noted with the outer federal express box that the device was shipped in. There was no patient or procedure involved at the time this incident was noticed.

Manufacturer narrative:
Problem code 1444 captures the reported event of seal compromised. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Correction to date of event and event: event date updated to (B)(6) 2019.

Event description:
It was reported to boston scientific corporation that upon reviewing hospital inventory, it was noticed that there was a hole in the packaging of an advanix rx biliary stent and the sterility of the device was compromised. There was no issue noted with the outer federal express box that the device was shipped in. There was no patient or procedure involved at the time this incident was noticed. Additional information received on 01may2019. Event date was reported to be (B)(6) 2019.